Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the power cord out to be of alignment. To repair the unit, the fse made the required adjustments. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has an ac line cord that only extends 3 feet and will not retract. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and found power cord out of alignment and made adjustments as required. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.